Event description:
The user facility reported that the tr band did not hold pressure after placement. The following information was provided by the user facility: a hematoma formed as a result of the band not holding air; subsequently, the tr band was removed; manual compression was applied to the patient; and the procedure was completed successfully.

Manufacturer narrative:
(B)(4). The involved device was received by the manufacturing facility in (B)(6) for evaluation. Visual inspection upon receipt did not find any anomaly, such as a break, which would have contributed to the reported air leak in its appearance. A leak test was performed and a leak was noted at the welded segment between the pressure confirmation balloon and the inflation tube. The thickness of the welded balloon sheets was measured and found to be slightly thicker than that of a comparable sample from current production. There were two possible production lot numbers that were provided by the user facility (140122 & 131217); however, the exact production lot number of the involved device is unknown. The quality records of both possible lots were reviewed - the device history records indicated that there were no production related problems. The complaints files confirmed that both lot numbers have not been reported previously. While the cause of the reported event cannot be definitively determined based on the available information, the appearance of the returned sample shows that some layers of air remained between the balloon sheets along the inflation tube during the welding process. This may have been a result of insufficient compressive load being applied to the sheets. Subsequently, due to some force applied to the actual sample during use, the layers of air held between the sheets integrated with one another generating a leak route along the inflation tube, resulting in the reported leak. The compression force being applied during the manufacturing process has been improved to minimize the potential for recurrence of the failure. The labeling does address the potential for deflation in the instructions-for-use with statements such as: "patient should not be left unattended while the tr band is in use" and "while using, be careful not to put excessive load on the pressure confirmation balloon or compression balloon that could break it." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).